Event description:
A bipap auto biflex device was returned to the third-party service center. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the device evaluation, the service technician observed a burn mark on the exterior front casing. Additionally, the device had dust/dirt contamination. The device was scrapped; therefore, no additional repair information was provided.

Manufacturer narrative:
The reported evaluation information received from the third-party service center of 'front case burn damage' was only on the exterior front case of the device. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.